Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous proximal left anterior descending artery. The physician advanced the 4.0x12mm veriflex stent to the lesion, but was unable to cross. When the device was removed it was noted that the stent strut was damaged. The procedure was completed with an unspecified device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).